Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, low impedance was observed on the lead. X-ray imaging showed signs of abrasion on the lead insulation. The patient also reported stimulation in their abdomen. The lead was capped and replaced.